Event description:
Patient had a reaction at an unspecified time following surgery. The reaction to the device was described as "the suture lying loose in liquid not connect with tissue". A re-operation was conducted. No other event details were provided.

Manufacturer narrative:
H6 - no conclusion can be drawn at this time.